Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 6 lat: ref. 01.18.146 / lot 101026 ((B)(4) stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. Mpact cup cementless size 52: ref. 01.32.052dh / lot 092481 ((B)(4)cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already sold without any other similar incident. Mpact hc uhmwpe liner size 52: ref. 01.32.3644hct / lot 121151 ((B)(4) liners produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. From the info collected, there are no evidence that the event is device related.